Event description:
During use, the product ripped in half, with half remaining inside patient. The device pieces were able to be retrieved with minimal increase in surgery time. It was understood that the retractor is inserted and then the seal cap is locked into place to maintain the pressure. During the procedure, the mfg. Representative noted that the retractor appeared to be buckling and the physician had not wanted to increase the size of the initial incision beyond 1.5cm and this is why he removed the retractor protector. The rep. Did remember stating that its use was not mandatory. Per the rep. The incision was 1.5cm which according to the IFU is the minimum size for insertion of the retractor.====================== health professional's impression======================it is possible that the device contributed to the event. There is a retractor protector for use with this device (the retractor itself is like a sleeve, but thin) that may be used, but according to the mfg. Representative, its use was optional. According to the physician, the retractor protector was used for most of the case but not the entire procedure. When removing the device it was observed that the retractor (sleeve) had broken in half (looks torn), the torn half was retrieved with no harm to the patient. It was felt that the hard inner sleeve should be a requirement for use, and may need to be longer.addendum per the health care professional:the 1.5cm incision was made as instructed. Though understanding that it could be bigger, it was left it at 1.5cm. The inner seal cap, the rigid portion, did buckle some but it was determined that the device would not be removed to avoid the possibility of making the incision bigger; and in doing so making it too big, thus creating the potential that a leak would develop. The inner rigid portion was removed, feeling that there was not enough range of motion with it remaining in. The outer thin portion did tear and this was noted. We proceeded on. We had too limited range of motion so two other ports were added and the procedure was finished. When pulling out the ethicon single site port it was noted that the part was not there. The physician went back in with the camera and pulled it out. It added very minimal time to the procedure, about one (1) minute. It came out in total. The physician decided to remove the inner port for range of motion, and tore the outer port. The rigid inner piece is longer then the outer thinner diaphragm port, which was noted incorrectly before. The physician did not like the port for limited range of motion and would not use it again.